Manufacturer narrative:
Concomitant medical products: product ID: dtmc1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an right ventricular (rv) lead alert triggered due erratic rv and superior vena cava (svc) impedance values. It was further specified that the svc coil value was high at the time of the alert. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had a possible fracture and had high rv defibrillation coil impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced.